Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. We were unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to the lcd physical damage. The pump was received with severe scratches on the casing, minor scratches on the lcd window and the display window cover, a pillowing keypad overlay, and a cracked case on battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 2.8 mmol/l at the time of the incident. The customer fell off the bike and the pump took brunt of it. The pump was smashed. Customer states that the infusion set and the reservoir do not show signs of damage. Customer reported that the front of the pump is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.